Event description:
It was reported that during a da vinci gastrectomy procedure, the endowrist one vessel sealer instrument would not cut but it would cauterize. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The endowrist one vessel sealer instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument snake wrist was dislodged, therefore, the instrument could not be placed on an in-house is3000 system to perform cut test. The instrument blade was not damaged, exposed nor there was significant debris between the grips of the instrument. No other damage was found.